Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced hernia recurrence, pain, scarring, bowel obstruction, bowel perforation, abdominal burning and pulling, intestinal complications and loss of physical activity. It was reported that the patient underwent mesh removal on (B)(6) 2016 due to necrosis. It was reported that the patient underwent mesh revision on (B)(6) 2017. No additional information was provided.